Event description:
Additional information received reported that no fractures were visible and the patient was doing fine since the surgery.

Event description:
It was reported that there were high impedance readings one the lead on contact 0 of greater than 40,000. The event occurred during the procedure. No action was required as a result of the event. The product issue was not resolved and the cause was not determined. The patient was alive with no injury and there were no patient symptoms. The healthcare professional was not concerned about the high impedance and therefore had not removed the lead. No outcome was provided in regards to the impedance. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3389s-40, lot# va0gds4, implanted: (B)(6) 2014, product type: lead. (B)(4).